Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was cracked on the screen and on the top. Customer stated that she was no longer able to use the insulin pump due to the damage. Blood glucose level was 258 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case on the lcd window corners, cracked lcd window, cracked battery tube threads, cracked reservoir tube and lip, and cracks on the reservoir tube window.